Event description:
The customer reported to baxter healthcare corporate product surveillance one (1) infusor lv 1.5 system that was intended to infuse fluorouracil at a rate of 1.5ml/per hour over 168 hours in which a no flow was detected after having been worn by the patient for six days. It is unknown if force priming was attempted before dispensing to the patient, but force priming was attempted on the returned device without success. There is patient involvement, but there is no report of patient injury. No further information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One sample was received having lot number 12f030 containing approximately 250 ml of fluid in the bladder. Upon receipt, flow was not visually observed at the distal luer. Forced prime was attempted but flow was not observed. Microscopic examination of the flow restrictor showed evidence of micro-air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the flow restrictor. The reported problem was confirmed due to blockage from micro-air bubbles inside the lumen of the glass capillary. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was conducted which revealed product met all of the acceptance criteria for release.